Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of the 3.5 x 8 mm nc trek balloon, the protective sheath was difficult to remove. The physician stated that the balloon had become stretched; therefore, a new balloon catheter was used to continue the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and found the shaft kinked. The protective balloon sheath was not returned, thus the reported difficulty in removal was not able to be confirmed. A review of the complaint handling database found no similar incidents for difficulty in balloon sheath removal from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.